Event description:
It was reported that during device change out for normal eri, increasing threshold was observed via stored records. The pace/sense portion of the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.